Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during fill 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient left one of the unused supply lines unclamped during therapy. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient's spouse, the home patient came to the clinic the same day as the reported 2240 incident. The home patient presented with abdominal pain, chills, and cloudy effluent. Initial treatment included ip vancomycin 2gms. Followed by ip cefprozil 250mg. Daily with additions to be made pending the culture and sensitivity results. The patient was hospitalized in 2002. Six days later the patient had their peritoneal dialysis catheter removed and the patient is currently receiving hemodialysis. The patient remains hospitalized at the time of this report.